Event description:
A nurse reported an error message was received during surgery. They changed handpieces and cassettes to clear the error message. All cases were completed, but one was changed to an ecce. Additional information has been requested. Nurse stated surgeon completed the questionnaire, but it has not been received to date.

Manufacturer narrative:
A company service rep checked the system and replaced the s/s controller pcb. Investigation and root cause analysis is in progress.